Event description:
The customer reported that the steering handle was difficult to rotate. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The steering handle was evaluated and repaired. The system was tested and found to be working as intended and returned to service.